Manufacturer narrative:
A field service engineer was dispatched to the customer site. The oil mist filter was replaced to resolve the odor/smells/haze/mist issue. Unit meets specifications and was returned to service. The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
While running a cycle in the sterrad® nx sterilizer, a customer reported there was ¿fog¿ or haze and a strange smell or odor in the room. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
Device manufacture date correction from 10/22/2008 to 10/14/2008. The investigation included a review of the device history record (DHR), trending analysis of the odor/smells/haze/mist issue and system risk analysis (sra). Trending analysis of the odor/smells/haze/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the odor/smells/haze/mist issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).